Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On (B)(6) 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on (B)(6) 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is (B)(4).

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 3.50 x 15 mm nc trek balloon dilatation catheter (bdc) was selected for the procedure. Resistance was felt while removing the mandrel and protective sheath together from the balloon. When the operator went to introduce the bdc onto the guide wire, it was noticed that the distal portion of the bdc containing the balloon was missing. Upon examination of the bdc, the distal shaft with the balloon was found to be separated to still have the mandrel and protective sheath covering the balloon. When attempted, it was very difficult to remove the protective sheath from the balloon. The bdc was not used in the procedure. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.